Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted photos confirmed an outflow graft deposition. Although a specific cause for this deposition, as well as the report of thrombus in the left ventricle and the pump, could not conclusively be determined through this investigation, the center reported that the patient was known to have heparin induced thrombocytopenia (hit). It was also reported by the center that the issue was due to patient condition and was not device-related. It was reported that thrombus resolved after the pump exchange. The pump was retained by the center because they believed the issue was not device-related. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), lists pump thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. Additionally, this document explains that the hm3 lvas is contraindicated for patients who cannot tolerate, or who are allergic to, anticoagulation therapy. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the heartmate 3 implantation was done on ECMO because the patient had been on ECMO for 13 days. The hm 3 was inserted in apical cuff and the outflow cannula was in place. An echo was done after starting the pump and thrombus was seen in the left ventricle. The surgeon switched on bypass to remove the pump and check the left ventricle and found thrombus in the arterial cannula, left ventricle, and in the pump. The surgeon exchanged the pump and kept the arterial cannula after cleaning it and changing the pump. No further thrombus reported after the pump exchange. The patient was known to have heparin induced thrombocytopenia. There was no alarm for the event. Patient was reported as still ongoing.